Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the 1st rpl. Approximately 20 months post index procedure patient died. Death classification is unknown.